Event description:
On (B)(6) 2024, black rubber particle was found floating in syringe of propofol after withdrawing from vial using 18g needle. The provider observed the particle in the syringe after drawing up the propofol.  She happened to see it floating against the wall of the syringe, then adhering to it.  Unfortunately, the product was disposed and cannot be returned for further evaluation. There are no similar complaint type events from this lot. Per investigation, 10pcs of retained samples passed testing for needle intracavity cleanliness. As no images or samples were retained the following are possible causes: puncture debris from the propofol vial when using the disposable needle, foreign matter in the syringe rubber gasket

Manufacturer narrative:
(B)(4).